Manufacturer narrative:
This follow-up report is being filed to relay corrected information in the event description. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a hip replacement surgery on (B)(6) 2003. Subsequently, patient's legal counsel reports patient allegations of pain, lack of mobility, bone/tissue damage, loosening and metallosis. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip bipolar hemiarthroplasty on (B)(6) 2003 and a left hip revision on (B)(6) 2006 due to pain and stem loosening. Operative report noted the presence of fluid, no metal staining and stem was easily removed. All components were removed and replaced with a competitor total hip.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-06589 / 06590 & 2015-01213).

Event description:
Legal counsel for patient reported patient underwent metal-on-metal hip arthroplasty on (B)(6) 2003. Subsequently, patient's legal counsel reports patient allegations of pain, lack of mobility, bone/tissue damage, loosening and metallosis. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date; however, invoice history revealed that a bi-polar hip was implanted during the initial procedure and not a metal-on-metal hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip bipolar hemiarthroplasty on (B)(6) 2003 and a left hip revision on (B)(6) 2006 due to pain and stem loosening. Operative report noted the presence of fluid, no metal staining and stem was easily removed. All components were removed and replaced with a competitor total hip.

Event description:
Legal counsel for patient reported patient underwent metal-on-metal hip arthroplasty on (B)(6) 2003. Subsequently, patient's legal counsel reports patient allegations of pain, lack of mobility, bone/tissue damage, loosening and metallosis. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date; however, invoice history revealed that a bi-polar hip was implanted during the initial procedure and not a metal-on-metal hip. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06589 / 06590).